Manufacturer narrative:
The investigation is ongoing. H3 other text.

Event description:
There was an allegation of a questionable troponin t gen5 elecsys result from cobas e 801 analytical unit serial number (B)(6). The initial result was 648 ng/l and was reported outside of the laboratory. The result from a second sample from the patient was 16 mg/l. The first sample was then repeated and the result was 17 ng/l which was believed correct.

Manufacturer narrative:
The field service engineer could not determine a specific root cause. He adjusted the extra wash aspiration nozzle, adjusted the sipper height, and cleaned the sipper probe. He performed mechanism checks, instrument checks, calibration, and qc with acceptable results. The investigation determined the service actions resolved the issue.